Event description:
The ge oec 9800 fluoroscopy system had no video on the monitors.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a loose pin on the interconnect cable that was re-seated and repaired. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.